Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states unit rear wheel spokes are broken out of box failure.

Manufacturer narrative:
Product was returned for evaluation. Return fields in oracle state: plastic broken around right rear caster. Underlying cause could not be determined.

Event description:
Product was returned for evaluation. Return fields in oracle state: plastic broken around right rear caster. Underlying cause could not be determined. Dealer states unit rear wheel spokes are broken out of box failure.